Event description:
It is reported that right ventricular lead dislodged following device upgrade procedure. Interrogation after leaving the surgical suite showed noise and fluoroscopic evaluation showed the dislodged lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found; full lead was returned for analysis. Blood on helix was also observed.